Event description:
It was reported that the patient experienced ¿more pain¿ four days prior to the report and did not feel ¿as much sensation¿ or stimulation in the lower back. No report of falls or trauma. The patient was not able to adjust stimulation and saw a displaying showing ¿call your doctor¿ icon. An out of regulation (oor) message was seen on the programmer since two days prior to the report whenever the implantable neurostimulator (ins) was turned on or off or the settings were increased. The patient reportedly had been hitting the ins on and off buttons on the programmer to clear the message. No interventions or outcome was reported. Follow up was conducted for this information. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).